Event description:
It was reported that the patient had difficulty charging the ipg and the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure for a full body MRI conditionality. The patient was doing well postoperatively. The explanted ipg was not returned per facility request.